Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: online customer reviews.

Event description:
Reported three false positive sars results. The consumer communicated the results were confirmed by molecular (pcr testing). This is report 1 of 3.